Manufacturer narrative:
Manufacturer's analysis could not confirm the comment that the device was not working; however, it was noted that pins of the patient connector of the device were damaged. The device passed functional and systems testing.\ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The analyzer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The analyzer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.